Manufacturer narrative:
H3: one device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Error log found syringe plunger not in place. The syringe plunger sensors were not working and did not recognize the syringe. The problem was replicated. Cause was broken off q1 on the plunger board. The plunger board was replaced, and the device passed functional and delivery tests.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an error message: plunger constant. There was unknown patient involvement.